Event description:
The pump was returned after explant with no information. The pump underwent routine analysis.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Manufacturer narrative:
The previously reported conclusion code no longer applies to this event.